Event description:
Dealer stating head frame bent in front of the weld. Did inform dealer that this may not be covered under warranty - warranty covers breaks at the weld.

Manufacturer narrative:
(B)(4). Has been initiated for this issue. The malfunction has not been confirmed.